Event description:
The customer reported that they received an erroneous result for one patient sample tested for total bilirubin special (tbil). The customer stated that they started noticing issues with erroneous sample results when they switched to the new version of the micro cup (rd sample cup micro 13/16). The customer was not able to provide any data for previous occurrences of erroneous results. The sample initially resulted as 0.3 mg/dl and this value was reported outside of the laboratory. A "tech" questioned the result and repeated the sample, resulting as 13.0 mg/dl. The repeat value of 13.0 mg/dl was believed to be correct. The patient was not adversely affected by the event. The tbil reagent lot number was 65988801 with an expiration date of 07/31/2013. All testing was performed on c501 analyzer serial number (B)(4). The customer refused a service visit.

Manufacturer narrative:
A specific root cause could not be determined. A handling error is the most likely cause. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.